Event description:
The tip of a rumi uterine manipulator was inadvertently sutured to the cervix and broke off upon attempted removal; this left the tip loose in the uterus. Operative hysteroscopy with retrieval of rumi tip was performed. This was a fault of the rumi cup and has not happened in the past. No identifying data is available for the device, and it was not retained.